Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2021-07152. All information can be found under manufacturer report number 1416980-2021-07152. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the event onset, the patient was hospitalized and was treated with vancomycin injection (1gm, per week, intraperitoneal, ongoing, duration was not reported) and ceftazidime injection (1gm, per day, intraperitoneal, duration was not reported) for peritonitis. Seven days after the event onset, treatment with ceftazidime was discontinued and the patient was treated with amikacin injection (125mg, per day, ongoing, route and duration were not reported) and meropenem injection (250mg per bag, intraperitoneal, ongoing, frequency and duration were not reported) for the event. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.